Event description:
A report was received that the patient¿s pocket site was opened up. The patient will undergo a procedure to clean out the pocket site.

Manufacturer narrative:
Additional information was received that the patient's procedure to have the pocket cleaned out was cancelled. No further course of action will be taken.

Event description:
A report was received that the patient¿s pocket site was opened up. The patient will undergo a procedure to clean out the pocket site.